Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2020. Customer's blood glucose level was 210 mg/dl at time of incident and at the time of hospitalization was 43 mg/dl and down to 120 mg/dl. Customer treated with intravenous bolus and took shots. Customer had using insulin pump system within 48 hours of reported low blood glucose event and auto mode was active. Customer does allege insulin pump was under delivering. The insulin pump will not be returned for analysis.